Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08/31/2020. Investigation conclusion : it was reported that the extensions locked up/jammed when the rns attempted to prime the extension with a nss flush prior to attaching it to the patient. Received from the customer are 9 used extension set¿s model 20039e lot 20065861. Also received is one used extension set model 20039e lot 20046780. Also received are two used extension sets model 20039e lot unknown. The sets were visually inspected for kinks, holes/tears in the tubing or damages to the components. No anomalies were observed on the sets during initial visual inspection. Functional testing was performed by using a lab syringe and attaching it to the smartsite port on each set allowing fluid to flow through the whole set by flush. Flushing the smartsite port (p/n 620-00180) was met with an occlusion on 2 out of the 12 received sets (lot 20065861). Bd manufacturing is aware of smartsite occlusion issues and is currently investigating the root cause under CAPA 1998036. A device history record for model 20039e with lot number 20065861 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 11jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record for model 20039e with lot number 20046780 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 25apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record for model 20039e could not be performed due to no lot number being provided by customer. The customer¿s report that the extensions locked up/jammed was confirmed to be an occlusion. The root cause of the occlusion could not be determined .

Event description:
It was reported that smallbore 6 inch ext vlv was blocked on 9 occasions. The following information was provided by the initial reporter: material no: 20039e batch(lot) no: 20065861. It was reported that the extensions locked up/jammed when the rns attempted to prime the extension with a nss flush prior to attaching it to the patient. We had 3 more encounters this morning with defective bd smart-site extension sets (IV pig-tails) on pcam 3 west infusion. In all 3 scenarios the extensions locked up/jammed when the rns attempted to prime the extension with a nss flush prior to attaching it to the patient. I just placed a safety net for these (343600 ).

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20065861, medical device expiration date: 2023-06-11, device manufacture date: 2020-06-11. Medical device lot #: 20046780, medical device expiration date: 2023-04-25, device manufacture date: 2020-04-25. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that smallbore 6 inch ext vlv was blocked on 9 occasions. The following information was provided by the initial reporter: material no: 20039e, batch(lot) no: 20065861. It was reported that the extensions locked up/jammed when the rns attempted to prime the extension with a nss flush prior to attaching it to the patient. We had 3 more encounters this morning with defective bd smart-site extension sets (IV pig-tails) on pcam 3 west infusion. In all 3 scenarios the extensions locked up/jammed when the rns attempted to prime the extension with a nss flush prior to attaching it to the patient. I just placed a safety net for these (343600).